Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged pole clamp. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event opened during investigation of (B)(4). The root cause of damage to the pole clamp is unknown. To correct the condition, the pole clamp knob and pole clamp rubber were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.